Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6)2024, it was reported that the one infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen and infusion set is use for 72 hours. The blood glucose level was high when delivered bolus to patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.